Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier would not work, the clips were half formed. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).